Event description:
The customer reported the device will not power on. Initially the power switch led was not illuminated. After resetting ac power it came on. No patient involvement reported.

Manufacturer narrative:
This customer complaint was caused by an incorrect output at u11 (lot code: ap27) pin 12 which was out of spec at 2.67 volts. Replacement of u11 corrected the failure with this customer returned pm board.